Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, breaking sense wires within the connector and causing the baseline to not pass. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing.